Event description:
During an operation for a distal left clavicle fracture the doctor noted there was a burr under the screw. The doctor reported he was not sure if the burr appeared at the stage of insertion, the procedure was completed with another screw. This is 1 of 1 report for this complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was performed and revealed that this article was manufactured according to the specifications. The examination of the raw material testing certificates and the manufacturing papers showed no deviations regarding material analysis, strength and structural stability. The values were in compliance with specifications and with the international standards no product fault could be detected. It is clearly visible that the thread flanks are completely flattened on the whole length of the screw. This damage and finally the burr were obviously caused by an excessive contact with the plate during the screw insertion. This would also explain why the insertion was not going well as described. This complaint has been determined to be invalid. (B)(6).